Manufacturer narrative:
Investigation summary: bd received 7 samples and a photo for investigation. The photo shows that the specimen amount is below the minimum fill line on the tube label. A total of 7 samples were visually inspected, with the stopper correctly placed on the tubes. Functional tests were performed on 3 of these samples, and all tubes were within specification limits with no issues identified. Additionally, 100 retained samples were visually inspected, with the stopper correctly placed on the tubes. Functional tests were performed on 10 retained samples, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.